Event description:
It was reported that balloon rupture occurred. During unpacking of a 3.5mm x 15mm quantum maverick balloon catheter, it was noted that the balloon was ruptured. The procedure was completed with a different device. There was no patient complications reported, and the patient condition was stable.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6).

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick, mr 3.5mm x 15mm was returned for analysis. Visual and tactile examination identified no issues with the hypotube shaft. No kinks or damages noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. Leakage test was performed on the device and the balloon was inflated to its rbp of 20atm with no leaks noted. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. During unpacking of a 3.5mm x 15mm quantum maverick balloon catheter, it was noted that the balloon was ruptured. The procedure was completed with a different device. There was no patient complications reported, and the patient condition was stable.